Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that post use an endoscopic vein harvesting procedure, bom 7mm extended length endoscope lens was blurry and some fluid may have gotten into it .they mentioned that it was an old scope and that they would discard it and order a new one. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # trackwise #: (B)(4). Autonumber #: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A serial number was not provided for this device, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that post use an endoscopic vein harvesting procedure, bom 7mm extended length endoscope lens was blurry and some fluid may have gotten into it .they mentioned that it was an old scope and that they would discard it and order a new one. The hospital did not report any patient effects.